Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that ratcheting handle broken, customer ordered the new handle through customer service. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation instrument being used for a sacroiliac and thoracolumbar procedure. The caller indicated that the ratcheting egg handle broke during the procedure. The caller indicated that the likely cause was that the ratchet was too big or the center part of the handle was not strong enough. The handle was replaced and there was no delay or impact to patient outcome.

Manufacturer narrative:
The ratcheting egg was returned to the manufacturer for analysis. Analysis found the end cap had been broken from the handle. The instrument was otherwise functional. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.